Manufacturer narrative:
Usage of device - the device was used twice. Device manufacture date - the reported lot number was manufactured between the dates of (B)(6) 2014. The sub-assembly lot was manufactured between the dates of (B)(6) 2014. Device evaluation result - no samples or photos were returned for analysis. A lot history review for the reported lot number 3337010 was carried out and no non-conformances were raised in associated with the packaged lot or the sub-assembly lot for low adhesive or cannula pull force concluding all inspections were performed per the applicable operations and met qc specifications. A review of the maintenance records showed that there was no related maintenance performance on the assembly line at the time the lot was produced. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode. As there was no actual returned sample for evaluation, an absolute root cause for this incident cannot be determined. See manufacturer narrative.

Manufacturer narrative:
(B)(6). Device evaluation: a supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the patient presented at (B)(6) hospital stating the suspect device's needle broke off during use the previous day and remains in his abdomen. A CT scan was performed but the needle was not seen. They were unable to perform an MRI as the patient has a pacemaker. The doctor told the patient the needle will probably form an abscess in a few days then they can remove it. It was noted that the patient was not experiencing pain.